Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was oversensing on the right ventricular lead. (B)(4) 2019 it was reported that the lead had a possible fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was oversensing on the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular lead was explanted and replaced. The device was also explanted and replaced at that time as the physician was unsure whether or not there was a problem with the header/connector block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning on the right ventricular lead for high rate non-sustained episodes and lead impedance variation and pacing impedance out of range. The physician is in the process of scheduling the patient for a possible lead revision. No intervention has been done at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.